Event description:
It was reported that: "the pt suffered the hypoxic encephalopathy after the nurse carried out the suction of the pt. Furthermore, the user found the low spo2 value of the pt because there was no gas supplied to the pt."

Manufacturer narrative:
The electronic log file was available for investigation. It was additionally reported by the user that they do not allege that the carina contributed to the reported event. The log analysis revealed that the pt was not provided with sufficient gas due to a suction procedure performed by the user. The carina detected the restricted ventilation and generated corresponding alarms, such as ">>paw low !!!<<". Based on the given info, there was no device malfunction. Beyond that the type of mask that was used at that time (ultra mirage from resmed) is not approved for use in combination with the carina.